Event description:
Baxter international coordinator received a report from a hospital regarding this transfer set. Hospital reported that a pt experienced leakage on the twist valve of the transfer set. Pt experienced pain due to entrance of air into peritoneal cavity. X-ray of pt was required.